Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for multiple transmitters. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's stations (cns) was in comm loss with multiple transmitters. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) was able to speak with an onsite nk technician. The technician reviewed the device logs and network configurations, and additionally verified the scope of the comm loss, engaging clinical (cits) to assist with the investigation. However, facility personnel requested any testing be put on hold as a magnet inspection was to take place at the facility. With the information available, a root cause cannot be determined. A possible root cause is the facility's network environment as a review of the serial number history shows no reported issues after this event. Due to the complex nature of hospital network systems, these issues may occur despite correctly functioning equipment.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying communication loss for multiple transmitters. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: multiple transmitters were used in conjunction with the cns and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters: model: ni, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for multiple transmitters. No harm or injury was reported.